Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary implant date: (B)(6) 2006. Revision (B)(6) 2018 for: broken patella polyethylene liner. Patient presented to surgeon with knee pain. On x-ray investigation it was noted that the polyethylene patella was disassociated from the metal back patella base. A revision of the patella implant was performed. The polyethylene patella liner was noted to be broken into 2 pieces. The metal back patella was then removed from the patella bone and a all polly patella was then inserted and the knee wound closed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.